Event description:
It was reported that during an indirect decompression implant procedure, the 10 millimeter spacer met resistance due to the patients large spinous process and upon deployment, the spindle cap broke off from the spacer implant. The parts were removed from the patient without incident and the procedure was aborted. The spacer will not be returned as the medical facility retained the device.